Manufacturer narrative:
G4: 18aug2020. B4: 31aug2020. Per field service engineer (fse) the front bezel was replaced to address the issue. The (fse) reported that the touchscreen is functional and can be use to make setting changes. Information was received that confirms the touch screen was functioning. Therefore, based on the information provided, the incident is not a reportable event. The issue was found during preventive maintenance. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The field service engineer (fse) states that the nav ring will be replaced.